Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The hex tip fractured off the device and was returned. The device was manufactured in 2010 and shows signs of extensive wear/usage. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during surgery, the end of the reflection ball jnt screwdriver shaft driver broke off when inserting the acetabulum screw. All the pieces were recovered from the patient. There was no substantial procedural delay because an s&n backup reflection ball jnt screwdriver shaft was available and used to complete the procedure. There was no harm to the patient or the staff. No other complications were reported.